Event description:
Information received from the field notes that the patient was in the hospital post open heart surgery. Attempts to interrogate the pacemaker were unsuccessful. Pacer memory may have been affected by electrocautery. The patient later maker replacement.~~~~~